Manufacturer narrative:
Concomitant medical products: product ID: 8551, lot #: 0061625838, product type: accessory. Other relevant device(s) are: product ID: 8551, serial/lot #: (B)(4), ubd: 20-mar-2021, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding an unknown patient who was receiving baclofen of an unspecified concentration at an unspecified dose rate via an implantable pump for unknown indication for use. It was reported that they were in the middle of the case in the operating room and could only fill the pump reservoir with 5 cc of drug. They could aspirate but were unable to fill. The locked reservoir valve procedure (holding negative pressure) was reviewed at the time of the report. The company representative planned to confer with the hcp. The company representative later reported on (B)(6) 2019, that they tried the considerations reviewed above and that did not resolve the issue of difficulty filling the pump. They then opened another pump and used the same refill kit to try and inject fluid into the pump but ran across the same exact issue (only able to fill 5 ml). They eventually removed the tubing/filter and then only attached the syringe to the needle and they were able to inject just fine. It was described that the new refill kit seemed a lot cheaper and it was alleged that this was the reason why they were having issues with filling the pump. They eventually implanted a pump with serial number (B)(4), and the other one they had opened was being sent back to the manufacturer (serial number of the pump was unknown). The pump and refill kit were being re turned to the manufacturer for analysis. No patient symptom was reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The pump and refill kit was being sent back to the manufacturer for analysis today. The physician involved was clarified.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs, the pump contained water (1 ,000.0 mcl/ml). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. It was indicated that there were no issues with the patient. The pump and refill kit were returned to the manufacturer.

Manufacturer narrative:
Analysis of the model 8551 refill kit revealed no anomaly. Analysis of the pump revealed no anomaly. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The patient¿s name involved with the event was clarified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.